Manufacturer narrative:
Poly insert dislocation was reported for patient with a total knee implant. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
Poly insert dislocation was reported for patient with a total knee implant. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Poly insert dislocation was reported for patient with a total knee implant. Revision surgery occurred to exchange the poly inserts. At the time of revision surgery, the poly inserts were observed to be securely locked in place. The insert was not dislocated as originally reported. It was reported that the patient had pathological instability. The poly inserts were exchanged with thicker inserts to resolve the instability. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Poly insert dislocation was reported for patient with a total knee implant. Revision surgery occurred to exchange the poly inserts. At the time of revision surgery, the poly inserts were observed to be securely locked in place. The insert was not dislocated as originally reported. It was reported that the patient had pathological instability. The poly inserts were exchanged with thicker inserts to resolve the instability.